Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that post nephrostomy tube placement procedure, the tip of the access guidewire was missing. The physician was unsuccessful in retrieving the foreign body from the patient. The patient was transferred to the operating room for surgical intervention resulting in the successful removal of the foreign body. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.